Event description:
The customer reported that a few milliliters of fluid leaked from the coulter act diff 12 analyzer baths overflowing that was observed while troubleshooting for values recovering low on controls. Leak not contained within instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found all the values reading low and the wbc bath was slow to drain. He flushed the drain system, verified the instrument operation and issues were resolved. Slow draining wbc bath was resolved through flushing of the drain system. (B)(4).